Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and received: what were the indications for surgery? Lung cancer; the procedure was first reported as an upper lobe of left lung, but additional information provided stated that the procedure was a right upper lung resection. Please confirm the procedure performed: right upper lung resection; what vessel was the device being fired on when the issue occurred? Blood vessel; did the device cut? Yes; did the device staple? Yes; if the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Is checking with sales; what troubleshooting steps were taken to remove the device from the vessel? Manual override lever; can you please clarify what was meant by, ¿blood vessel fell off¿? Did you mean, the blood vessel fell off when opened the jaw or during firing? This is also being checked with sales; what is the current patient status? Is checking with sales.

Event description:
It was reported that during the thoracoscopic right upper lung resection, could not fire farther after fired a little on the 5th firing. The reverse button did not work, and the blood vessel fell off. The patient lost about 4000ml blood, with transfusion (rbc 2600ml, plasma 1600ml, cryoprecipitate 10u), hem-o-lock was used to stop bleeding, the endoscopic surgery was changed to open surgery. Ec45a was used to complete the procedure. After surgery, the patient was with transfusion (rbc 800ml, plasma 200ml). Now the patient is stable and in ICU.

Manufacturer narrative:
(B)(4). Batch # n57f1j. Additional information requested and received: if the device stapled, what was the appearance of the deployed staples (b-formation, irregular, legs straight)? Unknown. Can you please clarify what was meant by, ¿blood vessel fell off¿? Did you mean, the blood vessel fell off when opened the jaw or during firing? During firing. What is the current patient status? Has been left from ICU and is stable in hospital the analysis found that one pse45a device was returned with no apparent damage and with an ecr45m partially fired 1/10 cartridge not loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.